Event description:
Customer reported that the wake/power button was sticking on their device. There was no adverse impact to the customer's blood glucose level. No further actions were taken as the customer declined follow-up after the initial report.